Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a prime anomaly. The customer stated that she reset the infusion set, and the insulin pump shut down and began counting down to 7. She stated that the insulin pump turned back on and would not allow her to do anything. The customer's blood glucose was 135 mg/dl. She reported that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime process. She was unable to exit the preparing to prime loop. She stated that the rewind message occurred after the alarm. She was stuck in the rewind complete/bolus delivery loop. Upon inspection, the customer observed a protruding drive support cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted.